Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty removing the device could not be determined; however, the separation, unexpected medical intervention, and delay to treatment/therapy appear to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance post-inflation include, but are not limited to, the balloon not being fully deflated prior to removing the device, loose balloon folds, challenging anatomy, guiding catheter lumen obstructions, kinks, bends, or procedural technique. In this case, a conclusive cause for the reported difficulty cannot be determined since the device was not returned for analysis and limited information was provided. In this case, it is likely that inadvertent manipulation of the device during attempts to remove it, as difficulty was experienced, resulted in the reported separation. Additionally, a conclusive cause for the reported patient effects of death and unspecified heart problem and the relationship to the device, if any, cannot be determined. The reported patient effect of death is listed in the percutaneous transluminal angioplasty (pta), armada 35 / armada 35 ll, global, instructions for use as a known patient effect. A medical review was conducted by an abbott vascular clinical specialist. Based on information reported, the armada 35 balloon dilatation catheter (bdc) inflated and deflated as intended. While the balloon catheter was reported to have resistance upon removal with an occurrence of dislodgment, there is insufficient information to establish a relationship between device performance and the patient¿s death. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion left subclavian artery and cephalic vein. The 10x60mm armada 35 balloon dilatation catheter (bdc) was used in the procedure; however, during retraction of the bdc resistance was noted and the balloon dislodged from the bdc shaft inside the patient. A snare was used to remove the dislodged balloon was removed from the patient. There was a clinically significant delay reported in the procedure. Post procedure the patient reportedly died. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.